Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer started running low after midnight, she was not conscious. Blood glucose was in the 30mg/dl. Customer does know why she was low: she was not wearing a cgm. The sensor has come off from sweating. Customer was using surgical tape and it came off. Enlite sensor in use. Customer states this happens all the time; they just fall off and the adhesive does not stick. Helpline advised the customer to use the surgical tape. Customer does not use lotions when the sensor goes. Customer has gastroparesis. Customer did not eat enough carbs, but her sugar was stable before going to bed and then it "bottoming up". Customer has not had this severe of a low for 2-3 years. Customer has change her diet to correct for the low.